Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous vessel below the knee. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, on first inflation , the balloon ruptured. No segment was detached inside the patient and the procedure was completed with another of the same device. No patient complications were reported. The patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a coyote balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. The shaft was buckled with a hole on the distal edge of the markerband. The shaft damage is consistent with damage that can occur due to interaction with a guidewire. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the confirmed hole in the shaft. Microscopic examination presented no damage or irregularities in the balloon material. There was no leak in the balloon when the inflation device was attached to the device. Microscopic examination presented no damage or irregularities in the bonds and markerbands. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous vessel below the knee. A 2.0mm x 220mm x 150cm coyote (tm) balloon catheter was advanced for dilatation. However, on first inflation , the balloon ruptured. No segment was detached inside the patient and the procedure was completed with another of the same device. No patient complications were reported. The patient's status was good.